Event description:
It was reported that the stent partially deployed and became stretched. This 6x150, 130 cm eluvia drug-eluting vascular stent system was selected for use in an arterial runoff and patient dissection procedure. Using a contralateral approach, the stent delivery system was placed over an .014-inch guidewire and tracked well to the 80% stenosed, moderately to severely calcified, and mildly tortuous lesion. The dissection started at the p1 region and traveled midway up the superficial femoral artery (sfa). The stent was advanced down to the lesion; however, was not covering the last 1 cm. The physician had to use force to push the stent down to cover the lesion and was a tough advancement. The first 30 mm of the stent deployed normally, then the thumbwheel was unable to rotate anymore, although high force was used to turn it. The pull grip was attempted but was stuck. Then the physician began to pull the system, which caused the stent to stretch out. The physician broke the deployment handle down to expose the pin/pull element. Upon opening the outer layer of the stent delivery system (sds), it was noted to be kinked, not allowing for the remainder of the stent to be deployed. The physician then cut the sds and was able to deploy the remaining distal end of the stent. Final images revealed the struts were stretched out on the stent, but the final runoff image was good. The stent was post-dilated, and the procedure was completed. There were no patient complications.